Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6) 2018" date of this report - correction "(B)(4) 2018" describe event or problem - correction "dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error."

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. Data was provided for evaluation; it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed with 0 voltage. A review of the share logs was performed and no transmitter failed error was found within the investigation window a probable cause could not be determined. No injury or medical intervention was reported.